Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient, the device was unable to analyze the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.